Event description:
New information notes no other electrical anomalies were observed on the right ventricular (rv) lead prior to the procedure.

Event description:
It was reported that the patient was asymptomatic. It was noted that externalized conductors were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable before, during, and after the procedure.